Event description:
Taxus express2 clinical study. Same case as 2134265-2009-01543. Same pt as 2134265-2009-01498 & 2134265-2009-01499. It was reported that 168 days after a coronary artery stenting procedure, the pt experienced in-stent restenosis. The lesion being treated was a 3.50x15mm 99% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with pre-dilatation using a 2.5x12mm balloon at maximum 14 atm. The physician then successfully placed two taxus express2 (2.5x20mm and 3.5x20mm) study stents at maximum each 12 atm. Post-dilatation was performed with another balloon. Post-ivus was performed. The stents were successfully positioned and expanded. There was no gap. Post-procedural visual eval revealed 25% diameter stenosis. The pt was discharged 2 days later on plavix and aspirin. At 168 days after the index procedure, 99% in-stent restenosis was confirmed. Pci was performed with an unspecified type balloon. Post treatment the stenosis was 25%.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.